Event description:
The complaint reported that while performing the preventative maintenance section 23 (optical bench check) the gain value was out of spec. The passing value for gain is <2.20. This console had a gain value of 2.38. The optical bench was replaced in order to solve this issue. After replacing the optical bench the gain value was rechecked. It now reads 1.30, well within spec. There was no patient involvement.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.